Manufacturer narrative:
No unexpected alarms noted during testing. All of the buttons on the insulin pump functioned properly, however moisture damage on keypad traces noted. Moisture damage was also noted on all electronic assemblies. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker, and stained address and or serial number label.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that moisture was visible under the display of the insulin pump. Customer also received an alarm at night and customer was unable to clear it. Customer also mentioned that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.